Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
Doctor indicated that the iunihg screw fractured.

Manufacturer narrative:
One certain gold-tite hexed screw was returned for inspection. A visual inspection revealed that the screw was fractured at the top of the threaded region. The drive feature is worn but functional. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain gold-tite hexed screws, it is recommended to torque at 20ncm. X-ray was provided that showed the fractured piece in the implant. A singular cause for the complaint could not be determined. Product return date; notification date of product return was after the submission date of the initial medwatch report.